Event description:
It was reported that the patient's lead was exhibiting high impedances, which prevented the patient's system from entering MRI mode. Surgical intervention was undertaken in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.